Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with a mentor smooth round moderate profile, 225cc saline implant experienced unknown sided deflation preoperative. *no patient contact defective implant*. Implant was leaking doctor always does a test prior to patient surgery and discovered a leak from the implant valve. The matter was diagnosed prior to surgery. No adverse event was reported, or patient contact, ten minutes delayed surgery.

Manufacturer narrative:
Device evaluation completed on november 02 , 2023: the product was returned to the mentor for evaluation. The mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual analysis of the returned sample sal smooth rnd diap 225cc, no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and a tear on the anterior view was observed, near the valve system. A microscopic examination was performed and the cause of the deflation could not be identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. When the device is completely assembled, each device is leak-tested. The devices are submerged under isopropyl alcohol (ipa) and pressure is applied, and if bubbles are observed, then that is indicative of a leak. With consideration of the appearance of the device and the manufacturing process associated with the location of the tear, the product complaint could not be confirmed as a defect caused by a manufacturing error. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).